Event description:
A REMstar AutoA-Flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found burnt connector.The unit will be returned to the manufacturer's service center for further investigation.